Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low battery" alarm even though the power cable was plugged into an electrical outlet. The patient was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
This event is under investigation. A company rep confirmed that there was an unusual odor like a battery shorted (later described as a burning smell) coming from the iabp at the time of the event. The iabp has been returned to our service facility in japan for eval. The device history record (DHR) for the iabp involved in the event has been reviewed. There were no nonconformances in the DHR related to the reported event. We are following up for add'l info related to this event, including pt info, hospital contact name, and eval/ repair results. A supplemental medwatch follow-up report will be submitted when add'l info becomes available. (B)(4).